Event description:
The patient reported the luer lock connection became disconnected from her insulin infusion device. She stated she awakened about 5:30 a.m. Feeling thirsty and bolused 1 unit of insulin before going back to sleep. She said she then woke up about 6 a.m. And found the luer lock disconnected and her blood glucose reading at 390 mg/dl. She stated she treated her reading by bolusing through her device. She said she used the same tubing and luer lock to reconnect to her infusion device and it is working "just fine." During troubleshooting, the patient stated the adapter, tubing and cartridge had been in use for less than 48 hours. She said she knows the luer connection was tight before she went to bed because she checked her history on her device. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.